Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was inaccessible, and scheduled reports were not printing. A technical support specialist dialed into the med es all in one server, opened ssms (sql server management studio) and proceeded to extract transform load view history. An execution timeout expired error occurred, and the extract transform load process could not be loaded. The technical support specialist referred to knowledge article [medstation es - execution timeout expired when generating reports] medstation es execution timeout expired when generating reports. Checked the extract transform load process, login process, and manually generated the report. Everything ran perfectly and it was confirmed by the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, was inaccessible, and scheduled reports were not printing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.